Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg shut off during use. It was noted that the batteries and battery shorting bar were contaminated. It was further noted that the output connector assembly and hanger assembly were broken. The main world label was also noted to be damaged. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shut off during use and could not be turned back on during post-operative use on a heart transplant patient. It was noted that the issue arose after five days of use without difficulty on the patient for av pacing and earlier that day the patient had been ambulating in the halls without symptoms having been appropriately paced. It was noted that the issue occurred when the nurse at the patient's bedside observed asystole in the patient on monitor with rapid loss of consciousness and noted that the epg was non-functional with screen blank. It was further noted that the epg was then replaced with a back-up epg and immediate sensing and capture was noted on monitor. The patient was then noted to return to consciousness rapidly and improved to baseline over the next few minutes. Total downtime was noted to be approximately eighteen seconds. It was further noted that the batteries were changed in the epg by the nurse however it failed to return to function. It was further noted that subsequently the issue could not be re-created in the biomedical engineering department of the facility where the epg was running without issue for more than one week. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.